Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (3000 mcg/ml at 1950 mcg/day) via an implantable infusion pump. It was reported that the patient presented to the emergency room with overdose symptoms. It was noted that the pump was recently increased to 1950 mcg/day. The pump was placed on minimum rate for 12 hours and was going to be increased to 500 mcg/day at the hospital this morning.